Event description:
The interventional radiologist was attempting pre-dilatation of the inferior vena cava (ivc) stenosis using an xxl large diameter (7f) balloon dilation catheter. Upon removal of the catheter through the sheath, the balloon was noted ruptured and there was a significant fragment of the balloon retained intravascularly. The entire fragment of the ruptured balloon was retrieved. In doing so, the gunther-tulip ivc filter had migrated to the distal superior vena cava (svc). Good ivc blood flow through the ivc stents into the suprarenal ivc was noted. There was no evidence of bleeding or other complications related to the migrated ivc filter.